Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
A patient reports their personal diabetes manager (pdm) had experienced melting while being charged. The patients reported blood glucose level was 250 mg/dl. The patients reports they have a back up method for insulin delivery while waiting for a replacement pdm. The patients pdm will not be returned as it has been disposed.